Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open sore in the middle of the patient's back. There was no alleged device malfunction contributing to the irritation. The patient saw the skin surgeon and the lifevest was removed. The patient reported the irritation improved. Its unclear if the skin surgeon suggested the equipment be removed, reporting out of abundance of caution. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open sore in the middle of the patient's back. There was no alleged device malfunction contributing to the irritation. The patient saw the skin surgeon and the lifevest was removed. The patient reported the irritation improved. Its unclear if the skin surgeon suggested the equipment be removed, reporting out of abundance of caution.